Manufacturer narrative:
Correction: method - sterilization process review added.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at pre-operative check with febrile illness. The system was explanted. The patient had febrile illness post operation. No additional information was reported.